Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "lost power/failed on a call". The involved patient was reported to have not experienced harm or adverse impact.